Manufacturer narrative:
The investigation by ge healthcare has been completed. The 3.0t hdxt system limits acoustic noise when hearing protection is used. The system operator is responsible for providing the hearing protection. In this case, hearing protection was provided and placed by the patient. The system acoustic level was tested to meet local regulations. No systemic issue was found. No corrections are required as the system was operating within specification.

Manufacturer narrative:
Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that a patient developed tinnitus after undergoing an MRI of the internal auditory canals (iacs). The patient was monitored by the MRI technologist during the exam multiple times. The patient reported the scan to be loud, but agreed to continue the exam. The patient did not report any hearing loss or tinnitus immediately after the exam and the patient left the department. A few days later the patient was reported to have been seen by the referring ent to report a progression in symptoms including new onset of tinnitus that had developed a couple days after the MRI exam. The ent confirmed the patient's tinnitus and no medical treatment available.